Event description:
Medtronic received a report that a pipeline flex with shield technology stent distal deployment failure occurred with the tip in a frayed condition. The pipeline was resheathed and removed from the body with the phenom 27 microcatheter. The product was replaced with a medtronic product to complete the procedure. No patient symptoms or complications were associated with this event. The patient was undergoing dense mesh flow diversion surgery for treatment of an unruptured, saccular, right internal carotid artery (ic) c3-c4 segment aneurysm with a max diameter of 11 mm and a 6 mm neck diameter. The landing zone arterial diameter was 3.8 mm distally and 4.2 mm proximally. It was noted the patient's vessel tortuosity was moderate. The angiographic result post procedure showed no abnormalities. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The pipeline was used for an approved indication (on-label). The pipeline was not located in a bend, had been deployed less than 50% when the failure occurred, and had been resheathed 2 or less times. No additional operations, such as using another device to deploy the stent, were performed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the causes of both the failure to open and the fray damage were unknown. There was no particularly strong resistance or difficulty reported during delivery or positioning, and no resistance was noted in any section of the catheter. A continuous saline flush was administered and maintained as indicated in the IFU. No damage was observed to the pipeline pushwire, and the status of the catheter is unknown.